Event description:
Event description guidant received information that this device has inappropriately stored ventricular tachycardia episodes that appear to be noise on the ventricular lead. The field representative was unable to duplicate the noise and all lead diagnostics are noraml. However, the noise is being sensed by the device, which is resulting in inhibition of therapy. The patient is not symptomatic.